Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is not expected to be returned for evaluation. The finalization of this case is ongoing.

Event description:
It was reported that the infusion device was not working well for some time. The deficiency was not clearly specified, but the pump was in use when the customer experienced a severe hyperglycemia (unknown glucose values). The customer was admitted to hospital and was in coma for several days. At the time the issue was reported, the customer was still in hospital and was expected to be released once he was on insulin pen therapy.